Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what is meant by ¿half clips were closed in the middle¿? Did the device start to deploy staples and cut but could not be completed (partially fire)? How did the staples in the tissue appear (b-formation, irregular, legs straight)? Or, were staples not visible or missing on any of the staple lines (incomplete staple line - tissue fully cut and partially stapled)?

Event description:
It was reported that during an intervention, the device was jammed during the closure of the clips. Half clips were closed in the middle, another half of the clips were left in the cartridge. No patient adverse events have been reported.

Manufacturer narrative:
(B)(4). Batch # p56e0y. Device evaluation: the analysis showed that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/3 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify what is meant by ¿half clips were closed in the middle¿? Did the device start to deploy staples and cut but could not be completed (partially fire)? How did the staples in the tissue appear (b-formation, irregular, legs straight)? Or, were staples not visible or missing on any of the staple lines (incomplete staple line - tissue fully cut and partially stapled)? Response received: during an appendectomy, the staple at the beginning blocked. The blade didn't slide and the clips were delivered not closed.